Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that there was a recent event with nuisance air in line alarms that clinicians were unable to resolve. The nurses stated they deep clean their pumps on weekends and would clean the inside of the device with a brush and 70% alcohol. Bd teams discussed air in line troubleshooting and proper air in line sensor cleaning. No products available for investigation. This was reported to bd representatives during site visit. Information on patient involvement is unknown. Although requested further information was not provided.